Event description:
The st. Jude medical representative reported that the ICD presented in a hardware vvi backup mode. The patient presented to the emergency room after having felt a shock from the device during sleep. The device will be explanted and returned for evaluation.